Event description:
It was reported that during a peripheral treatment procedure, a guide wire fracture occurred. Vascular access was obtained via the popliteal approach. The 100% stenosed target lesion was located in the severely calcified and non-tortuous distal left superficial femoral artery (sfa). This 300cm, 8cm v-18 poly tip guide wire was unable to cross the lesion. It was noted that approximately 1.5 cm of the distal end of the wire fractured. The fractured portion of the guide wire remains inside the patient in the subintimal space of the left sfa. A vascular surgeon was consulted during the procedure and there was no attempt to retrieve the fractured portion of the guide wire. The procedure was completed with this v-18 guide wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).